Event description:
It was reported that the system was explanted. There was no alleged product issue with the pump, and no diagnostic testing or troubleshooting of the pump was performed and was not required. The catheter was explanted due to a suspected catheter issue; however, the cause was unable to be determined, and the location of the issue was unknown. The patient status at the time of the report was noted to be ¿alive-no injury¿. The patient symptoms included increased spasticity despite dose increases. The medication being delivered via the pump was lioresal.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter revealed the catheter body was deformed in shape and had an abrasion. It did not affect infusion. The two catheter segments returned were patent and pressure testing showed no leaking.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.